Manufacturer narrative:
Additional manufacturer narrative: date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported by the patient that he is having difficulty pumping the inflatable penile prosthesis (ipp) device and he is unsatisfied with the results he has when he is able to inflate the device. "Hi 6 weeks ago I had a ams700 3 piece penile implant done. Can you help me with a couple of questions I have? I am finding it extremely difficult to pump the bulb, as it is very hard. My fingers and thumb are not strong enough to do this on my own. With help to pump the bulb I have noticed that my penis becomes harder but does not increase in length it's not enough to achieve any intercourse." "At the moment I am not able to achieve any sexual satisfaction."